Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, h.6.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation : observed one opening on the patch side assessed as surgical damage . No additional observations. No further actions are required as the device was implanted.